Event description:
Report received of an over-delivery. Though requested on several occasions, the pump settings and drug concentration were unspecified. It was reported that the 30ml morphine filled syringe was empty before the intended 30 ml, 4-hour limit. The patient reportedly received one and one-half, 30ml syringes "in a faster time frame than expected". No audible alarms were noted. There was no report of any adverse patient effect and no medical interventions were necessary. Though requested, no additional information was received.